Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issue with infusion set leaking and received a no delivery alarm. Customer's blood glucose was 400 mg/dl. Customer treated high blood glucose with manual injection. Customer reported that leak occurred with most sets in the lot. Customer also reported that cannula was bent. Troubleshooting was performed for bent cannula. Customer reported that no delivery alarm was resolve with a complete set change. It was also reported that customer was hospitalized on (B)(6) 2017 due to insulin leaking. Customer would call back with more details.